Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/16/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of a related issue. Review showed evidence of 3 boluses being cancelled. The total daily dose was appropriate for the user programmed basal rates. No keypad issues were observed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump successfully passed a delivery accuracy test. All deliveries performed during investigation were successfully recorded in the pump history. Unrelated to the complaint, investigation revealed the display screen was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the bolus totals between the total daily dose and bolus history did not match. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.